Event description:
Healthcare professional reported "patient had implants removed due to pain and systemic inflammation." Device has been explanted. This record is for the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a linear opening, mold like appearance, and crease folds. Leak test and microscopic analysis were performed and identified a curved opening with striated edge. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment was a curved striated opening assessed as surgical damage.

Manufacturer narrative:
The event of inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: "pain and systemic inflammation." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "patient had implants removed due to pain and systemic inflammation." Device has been explanted. This record is for the right side.